Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced slight incontinence since he had the device implanted. A surgical procedure was performed to remove the 61-70 balloon and replace with a 71-80 pressure one. No additional patient complications were reported.